Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging issues with a dreamstation auto CPAP device that the patient passed away. The manufacturer also received information alleging symptoms of cancer, lung disease and respiratory tract irritation. Additional information has been requested regarding the details of the reported death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.